Event description:
Environmental sampling of the sorin heater-cooler system identified mycobacterium avium complex in water collected from the overflow bottle. No patients were colonized with the bacteria at the time of this report.